Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter changed. The customer's meter was returned and testing confirmed the memory overwrite malfunction.